Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-feb-26. It was reported that the manufacturer representative told the patient the pump would not need to be filled until 2019-jan (note: this conflicts with the previous report that the pump wouldn't need to be refilled until 2018-dec-03). It was further noted that the critical alarm sounded on 2019-jan-23, two months after the pump went empty, and was still going off. The patient was being treated for pain with oral medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that a physician refused to see the patient because they owed money from the initial surgery. The patient was unable to get any other physicians so see them and their pump ran out of medication. It was noted that no alarms went off and no one from the physician¿s office or manufacturer told them if the pump rant out of medication that it would need to be replaced. It was indicated that now the patient was stuck with a pump implanted that doesn¿t work. On (B)(6) 2018, a consumer further reported that they had contacted every physician on the manufacture¿s list and was able to get their pump refilled. It was noted that the company representative told the patient that the pump wouldn¿t need to be refilled until (B)(6) 2018 and the patient ended up in the emergency room in october with withdrawal and severe pain. The patient¿s pump had been empty for several days and no alarms had ever gone off. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). No further patient complications h ave been reported as a result of this event.